Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent port placement in the right chest wall via internal jugular vein. It was reported that sometime post port placement, the catheter locking was allegedly fractured and separated. It was further reported that fractured segment migrated to inside the patient. The suction was not smooth. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical sample was not returned for evaluation, one electronic photo was provided for review. The photo shows a power port with cathlock and the catheter segment. A small piece of the catheter is noted to remain within the cathlock. Therefore, the investigation is confirmed for the reported fracture and material separation issues. However, the investigation is inconclusive for the reported suction and migration issues as the evidence provided is not sufficient to confirm the issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h4, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent port placement in the right chest wall via internal jugular vein. It was reported that sometime post port placement, the catheter locking was allegedly fractured and separated. It was further reported that fractured segment migrated to inside the patient. The suction was not smooth. The current status of the patient is unknown.